Event description:
Customer states she had a blood glucose result of 494 mg/dl on the compact plus system with low blood symptoms (shaky). She self treated with juice, milk, and candy. Customer re-tested 13 minutes later and the result was 114 mg/dl. Twenty four minutes later, she had a result of 110 mg/dl. The customer did not provide the location where the discrepant results were obtained. L1 control was run 2 weeks ago and was out of range. No adverse event reported. Requested return of suspect device and replacement was sent. Compact plus system: compact plus meter, compact test drum lot number 20655441, expiration date 05/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.